Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. Sections b4, b5, g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per additional information received, approximately 3 years and 9 months post tavr the valve was explanted due to prosthetic valve endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
It was reported via the implant patient registry that a 26mm sapien 3 transcatheter heart valve in aortic position was explanted from a 68-year-old patient after an implant duration of three (3) years and nine (9) months due to endocarditis infection. A surgical valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.

Event description:
As reported by our edwards lifesciences affiliate in australia approximately 3 years and 9 months post tavr with a 26mm sapien 3 transcatheter heart valve in aortic position the valve was explanted due to unknown reasons. A surgical valve was implanted in replacement. No other information was provided.